Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed and the twist clamp was missing step in the detent area. Functional testing including leak and clear passage testing were performed with no issues noted. Clamp function testing was performed and no internal leak was observed through the closed clamp. The twist clamp will fully align with the notch; however, the dimensional on the twist clamp is not within specification per print. Due to the incomplete detent on the twist sleeve the sample would not fully engage into the lock position. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue occurred during the milling process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set did not close. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.